Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records will not be performed. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post filter deployment, an unsuccessful attempt was made to retrieve the filter. Guided fluoroscopy demonstrated a tilted filter with the apex embedded in the ivc wall. No other reported attempts have been made to remove the filter. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported that approximately five months post filter deployment, an unsuccessful attempt was made to retrieve the filter. Guided fluoroscopy demonstrated filter was tilted with the filter apex embedded in the ivc wall. No other reported attempts have been made to remove the filter. The patient status at this time is unknown.

Event description:
It was reported that approximately five months post filter deployment, an unsuccessful attempt was made to retrieve the filter. Guided fluoroscopy demonstrated filter was tilted with the filter apex embedded in the ivc wall. No other reported attempts have been made to remove the filter. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, patient scheduled for filter retrieval. Vena cavogram revealed no evidence of thrombus. It appeared that the top of the filter was probably either touching or adjacent to the wall of the inferior vena cava. At this point it was attempted with maneuvers using a tri-loop snare to snare the filter back into the sheath but it was unsuccessful since the hook component of the filter was lodged into the inferior vena cava and was not mobile relative to the remaining portion of the filter. After numerous attempts to try to get the filter out, it was not possible to pass the wire around the hook component. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt as it states that ¿it appeared that the top of the filter was probably either touching or adjacent to the wall of the inferior vena cava¿.per medical records, multiple attempts were made to engage the apex of the filter using snare and wire but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of venous thrombosis had a vena cava filter deployed beneath the lowest renal vein prior to undergoing orthopedic surgery. There were no complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for removal difficulties and tilted filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event, the filter was tilted. A tilted filter is likely the cause of the removal issues. However, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post filter deployment, an unsuccessful attempt was made to retrieve the filter. Guided fluoroscopy demonstrated filter was tilted with the filter apex embedded in the ivc wall. No other reported attempts have been made to remove the filter. The patient status at this time is unknown.